Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding an implantable neurostimulator (ins). The rep reported that about 2 weeks ago, the patient (pt) had a MRI scan and since then, has not felt good. The rep reported that the healthcare provider (hcp) will be explanting the ins. Troubleshooting performed with MRI tech, passive recharge performed. Rep reported the pt was now charging with excellent coupling. Ins red charged, controller 100% charged. Pt indicated they had called the manufacturer a few times and have charged her ins as well as her controller. Redirected rep to pt's healthcare provider.